Event description:
It was reported that the foot control device had exposed wires. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cord was damaged exposing the wires. Therefore, the reported condition was confirmed, it was determined that this was due to allowing the cord to come into contact with something sharp. The assignable root cause was determined to be due to misuse, abuse and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.